Manufacturer narrative:
On an unreported date in (B)(6) 2016 (reported as (B)(6) 2016), the patient had leakage of transfer set above the titanium adapter which led to peritonitis. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to a leaking transfer set. The leak was identified to be from the patient connecter (above the titanium adapter). Approximately five days after the leak, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with anti-inflammation drugs (added to dianeal) for peritonitis. On an unreported date, the patient began treatment with gentamicin and cephalosporin (doses, frequencies and route not reported) for peritoneal infection without adequate patient response. On an unreported date, the patient was changed to vancomycin for about a half month (intraperitoneally, dose and frequency not reported) for the peritonitis. The patient was discharged from the hospital twenty five days after being admitted. On an unreported date, the patient recovered from the event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.